Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and since residue of silicone was not found in the channels of the subject device, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). During device evaluation, investigation service repair did not confirm the remains of chemical product, however it was decided to exchange the following parts below as preventive measure: -nozzle unit - biopsy channel - air/water channel - jet channel - air water cylinder - suction cylinder - channel mount unit - ks-mouthpiece. In addition, a-rubber gluing was noted to be worn out. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, suspected presence of liquid silicone in all channels following a maintenance operation of the water system. The issue found at processing. There is no patient involvement associated on this reported event. No user injury reported.